Event description:
It was reported that during an unknown procedure, the subject rigid video scope device image was flickering. The procedure was completed using a similar device. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed and found that the video cable was broken and therefore, the image was green. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the r-unit section was broken and therefore the image quality was poor. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, the subject rigid video scope device image was flickering. The procedure was completed using a similar device. There was no harm or injury reported.